Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction; attach one-way valve and vacuum the balloon inside of the kit and then remove the balloon straightly with grasping it close to the kit. After the iab was prepared, the md inserted a sheath into the patient's left femoral artery. The iab could not be advanced in the sheath introducer and as a result, the md removed the sheath and the iab as one unit. The md requested another 30cc balloon kit and this iab was prepped and inserted without incident. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.